Event description:
It was reported during an endobronchial ultrasonography with guide sheath (ebus-gs) procedure, the packing of the single use biopsy valve fell off into the patient's lung. The fallen piece was collected endoscopically using the suction function of the bronchovideoscope. The procedure was completed with the same device. The customer opened an additional biopsy valve of the same lot number to confirm why it had fallen off into the lung and suggested the packing inside the biopsy valve may have been cracked. There were no reports of patient harm.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was damaged and broken, and a broken piece of the biopsy valve dropped off. It was also confirmed that the broken piece had been retrieved as the shape of the broken piece matched the damaged part of the biopsy valve. Functional testing was performed with a representative device and following was found: when the device was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the biopsy forceps was inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the event was caused by a component failure of biopsy valve. The cause of the damage to the biopsy valve may be that the insertion and removal of the instrument was done at an angle, making it heavier and causing damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.